Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm/injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of an unknown white and black contamination (dust like), some very small potential hairs and unknown black stains in the air input of the blower box and on the blower motor seal. The manufacturer also found an unknown brown residue and unknown black contamination particles in the bottom of the blower box. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of an unknown black and brown stains, black particles and an unknown black contamination particles in the inner part of the humidifier lid seal, humidifier box, bottom of the humidifier, near the dry box seal and some in the dry box. The manufacturer also found an unknown brown and black contaminants and some potential black hairs inside of humidifier box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 1 instance of: e-130. The manufacturer concludes the contaminates found were consistent with an unknown black particles, dust and hairs, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3, h3 and h6 has been updated / corrected.